Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient developed a pocket infection. This right ventricular (rv) lead was cut and capped off (abandoned). The pulse generator, the right atrial (ra), and the left ventricular (lv) were successfully explanted. No additional adverse patient effects were reported.